Event description:
Customer reportedly obtained results of 888 mg/dl and 254 mg/dl within 10 minutes on the aviva system. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.